Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis were identified as product code j123h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of samples a and b. One side of each needle was received, the mating fracture surface was not provided for this evaluation. The needles were noted with marks that appears to be by surgical instruments a scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the samples revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile overload failure. Samples a and b also demonstrated mechanical damage coincidental to the fracture, this provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. These were ductile fractures. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? R- no. What tissue was being sutured when the event occurred? R.-subdermis. Was additional dissection required in other organs/tissues other than the target tissue? R.- no was t.here any change in the patient¿s post operative care due to the prolonged procedure? R.-no. Device return status. Please document the shipment tracking number: r.- the device is already in the offices of j&j. It will be sent by the quality team. Event additional information - were there any unexpected outcomes or complications as a result of the prolonged surgery time? R- no. What tissue was being sutured when the event occurred? R.-subdermis was additional dissection required in other organs/tissues other than the target. Tissue? R.- no. Was there any change in the patient¿s post operative care due to the prolonged procedure? R.-no. Device return status. Please document the shipment tracking number: r.- the device is already in the offices of j&j. It will be sent by the quality team. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04710, 2210968-2023-04711.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, at the time of skin closure, the 3-0 vicryl is requested and at the time of performing the second suture, it breaks and the same thing happened with 2 new sutures 3-0 vicryl from the same box. So the doctor switched to monocryl. Without harm to patient. No adverse patient consequences were reported. Additional information was requested.